Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed increased pacing threshold measurements, resulting in ventricular loss of capture exhibited by this right ventricular (rv) lead.